Manufacturer narrative:
Pump received with no button response on esc and act button due to flattened (no creased) dome switch. J2 connector was inspected and locked on lcd board noted. Unable to verify motor error due to keypads not responsive. The motor was tested outside the unit and passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a recurring motor error alarm. The customer stated that the device was not exposed to strong magnetic field and the drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.